Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator had automatically turned on. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer stated that the device was found by medical staff while trying to prepare the ventilator for use. The device was found to have automatically turned on and could not be switched off. Another ventilator was chosen to be used for the patient without issue. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the power switch overlay was replaced by the customer equipment department at the hospital and the device returned to normal use.